Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that impedance measurements were taken and contact 0 was >10000. The implant was on and there were no traumas or falls reported to be related to the issue. It was noted that the out of range electrode was used in programming and was causing therapy problems and they were able to program around the issue. The patient stated that program groups a and b felt "sputtering" while c was fine. The change in therapy or symptoms was considered sudden about two weeks ago. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.